Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted after patient developed an infection. Cultures taken showed gram positive cocci and there was vegetation noted on the right ventricular (rv) lead. The ipg system was not replaced. No further patient complications have been reported as a result of this event.